Event description:
The customer complained that the charge-pak and low power indicators are displayed inappropriately. There was no pt use associated with the reported complaint.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a shorted capacitor, c177, on the analog circuit board assembly.